Event description:
It has been reported to philips that the system lost geometry movements during a procedure. The procedure was completed by using a mobile fluoroscopy system. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened. The procedure was completed by using a mobile fluoroscopy system. A field service engineer (fse) examined the system on-site and confirmed system lost geometry movements. After reviewing log file fse found there is a loss of communication with the geo pc. The cause of the geo pc failure could conclusively be determined by the supplier's part analysis the failed components were the cmos and hdd and wrong hdd in the geo pc and low battery voltage on the cmos battery. To resolve the issue fse replaced the geo pc, geo ipc, the network switch and reloaded the software. After replacement of geo pc and network switch, that the system was returned to use in good working order. The codes were updated based on the investigation outcome.